Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the joystick wires are exposed going to the case on the joystick and the chair will intermittently turn off by itself.